Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the downstream occlusion (dso) seal was delaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, installed software, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the patient remote was not recognized, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. The event occurred during testing, and there was no patient involvement.